Event description:
It was reported that this event occurred in the operating room department during insertion into the basilica vein. During insertion, the nitinol guidewire was "crushed like a simple metal guide". As a result, the guidewire was removed; a central venous catheter was inserted. There was no delay, complication, injury or death reported as a result of this occurrence.

Manufacturer narrative:
(B)(4). This product is not intended for sale in the united states. The 510(k) and FDA product code are from a similar product.